Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that one of the connections was "not good or not screwed enough", which is known to cause this alarm. The cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified process step during peritoneal dialysis therapy. During the troubleshooting, it was reported that the patient had trouble with connecting the supply bag to a supply line that led to this alarm. During follow up, the patient stated that one of the connections was "not good or not screwed enough". There was no patient injury or medical intervention associated with this event. No additional information is available.